Manufacturer narrative:
On (B)(6) 2017 a replacement umbilical cord was shipped to the site. On (B)(6) 2017 a medtronic representative went to the site to test the equipment. The shipped umbilical cord was replaced. After replacing the cable, a system checkout was performed. System passed all testings and is working normally. The suspected part has been received by manufacturer and is under analysis.

Event description:
A site representative reported that during a electrode and probe placement the umbilical cord of the imaging system was found damaged and was coming unseated from the imaging system. There were no issues with the image transfer. The issue was found during a deep brain stimulation (dbs) case. There was no delay to the procedure. The surgery was completed with the use of imaging system. No impact on patient outcome.

Manufacturer narrative:
The analysis of the suspect interface (umbilical) cable was completed by medtronic personnel. The interface (umbilical) cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.